Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and three months later, computed tomography (CT) revealed that there was caval perforation. There was a 20.7 mm perforation of the 4 o'clock strut posterior to the aorta and anterior to the l3 vertebral body. This was grade 3. Grade 3 perforation of the 5 o'clock strut abutted the anterior aspect of l4 vertebral body. Grade 4 perforation of the 6 o'clock struts were seen into the right side of l4 vertebral body. Grade 3 perforation of the 2 o'clock strut abutted the anterior aorta. There was 10.38 degrees tilt seen on coronal images and 30.96 degrees tilt on sagittal images. There was migration and filter tip were 7.41 cm caudal to the left renal vein confluence. There was proximal fracture of 5 o¿ clock strut. Three struts appeared to be missing. At least 2 of these were between 8 and 10 o¿ clock. Therefore, the investigation is confirmed for the alleged filter limb detachment, filter migration, perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with recurrent deep vein thrombosis, pulmonary embolism and gastrointestinal hemorrhage. Approximately seven years and three months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter tilted, struts perforated, filter migrated and struts fractured. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.